Manufacturer narrative:
Tosoh bioscience inc, (tbi) has reviewed the risk of pt data being mismatched; there have been no reports of mismatched results to date. All but one of the instruments in the installed base are interfaced to laboratory info systems. This event could not occur in an interface situation. Action plan: notify customers of the voluntary recall of software versions preceding v1.44 and the reason for the recall. Advise customers of the appropriate procedure if pt data or analyte request requires deletion. Document upgrade status and report when all systems have been upgraded to the FDA. (B)(4). All customer instruments will be upgraded to v1.44 by tosoh trained engineers. The aia 2000 analyzer and software are used for diagnostic purposes and not for treatment purposes. A second bug was identified after the initial notification of tbi. The second bug is low risk because no erroneous results can be reported. ((B)(4) is not available in the u.s.).

Event description:
On (B)(6) 2010, tosoh bioscience inc. (Tbi) received a technical bulletin from tosoh (B)(4) regarding a bug in v1.40 to v1.43 of software for the tosoh aia 2000 instrument. The notification detailed the release of version 1.44 which fixed an error when deleting info from the request screen. If an entry is deleted, results will become mismatched. This error has been corrected in the released version 1.44. See recall notification. (B)(4). There are no devices in (B)(6) which are also serviced by tbi. The instruments in the (B)(6) were installed between (B)(6) 2009 and (B)(6), 2010. (B)(4). Not all of these systems are in use at the time of this notification.